Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing alerts for their atrial lead. Patient was then brought into the clinic where it was discovered that the lead issue was causing inappropriate automatic mode switch episodes as well. The device was reprogrammed accordingly. Patient was stable after the event and will continue to be monitored.